Event description:
During an hallux valgus procedure in the foot, a percutaneous burr (single-use instrument) used to work on the bone broke. A significant delay in surgery duration was reported, as the surgeon had to make more incisions than expected to remove the broken piece. Preliminary investigation showed that the batch record was compliant. Occurrence of breakage for this part number g01 01512 (shannon diam 2.0 lg 20mm) is (B)(4) ; the worst-case consequence for the patient is a significant delay in surgery duration. A destructive testing was performed on a burr of the same manufacturing batch and confirmed its dimensions were within specifications. After a series of breakages reported, this specific burr reference was subject to a design change earlier this year (dm2102-04), to adjust the drawings manufacturing tolerances to prevent breakages from occuring again. Some batches were identified as dimensionally non-compliant and a batch recall was organised. This batch 1910123 was manufactured before the design change was implemented. It was not included in the batch recall as investigation had confirmed its dimensions were within specifications through dimensional destructive inspection. This event is the first field feedback for this batch - which was released in nov 2019 - being subject to a breakage. The burr was received from the distributor and was sent to the manufacturing subcontractor on the 05/oct for destructive testing; test results received the 06/oct confirm that the burr's inner diameter dimension is not at fault. Given that destructive testing performed concluded that the devices were compliant to specifications, and that the occurence is rare ((B)(4)), the most probable root cause is unintended use error with excessive force applied on the burr. Since the initial report for this incident was written, in2bones did not receive any more feedback on this type of event ; in2bones will continue to closely monitor them in the future. Updated occurrence of the event is (B)(4), quoted as rare ((B)(4)). Worst-case adverse health outcome is quoted with a moderate severity, i.e. Necessitates minor medical intervention. The current risk management file is aligned with this assessment.

Event description:
During an hallux valgus procedure in the foot, a percutaneous burr (single-use instrument) used to work on the bone broke. A significant delay in surgery duration was reported, as the surgeon had to make more incisions than expected to remove the broken piece. Preliminary investigation showed that the batch record was compliant. Occurrence of breakage for this part number g01 01512 (shannon diam 2.0 lg 20mm) is 0,78% ; the worst-case consequence for the patient is a significant delay in surgery duration. A destructive testing was performed on a burr of the same manufacturing batch and confirmed its dimensions were within specifications. The device has not yet been returned to in2bones for inspection. After a series of breakages reported, this specific burr reference was subject to a design change earlier this year (B)(4), to adjust the drawings manufacturing tolerances to prevent breakages from occuring again. Some batches were identified as dimensionally non-compliant and a batch recall was organised. This batch 1910123 was manufactured before the design change was implemented. It was not included in the batch recall as investigation had confirmed its dimensions were within specifications through dimensional destructive inspection. This event is the first field feedback for this batch - which was released in nov 2019 - being subject to a breakage. Measurement of the inner diameter of the broken burr is planned once the part is retrieved from distributor.